Event description:
Notes from cardiology consult: the patient "had coronary bypass surgery in the past. He had congestive heart failure and an ICD was implanted in 5 years ago. Prior to that, however, the patient had had a pacer implanted. The patient had received no ICD therapy. On regular followups, he was noted to have multiple episodes of pace terminated ventricular tachycardia. He was noted on recent survey by fluoroscopy to have exteriorized conductor (just proximal to the distal coil) in the riata electrode and he was referred for lead management: "lead extraction and replacement of the high energy electrode." Notes from the discharge summary: the patient "underwent a complex lead extraction which resulted in removal of all three of the electrodes associated with his biventricular ICD. The patient required insertion of a temporary pacer. He had some blood loss from the extraction site, which required transfusion intraoperatively. He had replacement of all leads and implant of a new biventricular ICD. A new generator was employed as the old defibrillator had reached elective replacement indication. Postoperatively, the patient did reasonably well, but was slow to recover." He was discharged home 4 days later. Note: notes indicate the original implant was 5 years ago, not performed at this facility, so no details on exact date.